Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the left wheel lock track has wider in one section & does not allow the wheel lock to stay in position. He states when any tension is put on the wheel lock, it doesn't hold due to the irregularity of the bracket.